Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump overinfused during infusion. The azithromycin infusion was too rapid, and the pump has been stopped. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to previous g3: date received by MFR: update to 02/25/2025. Additional information: g2 (add source), h6 (update codes), h11. H11: a review of the event history log identified an infusion of azithromycin with a concentration of 500mg/250ml at a rate of 250ml/hr and volume to be infused (vtbi) 250ml. The pump stopped due to two downstream occlusion alarms. The alarm was cleared and pump was stopped by user. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.